Manufacturer narrative:
Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on may 26, 2020 with lot number 3103787. Analysis of the returned device identified; the weight the device within specification, deformation and white particles on the shell. Voids and cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: the unit is not rupture. No issues found related with the manufacturing process.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.